Manufacturer narrative:
Device was not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient presented with degenerative disc disease underwent lumbar decompression and fusion(minimally invasive approach) at l3-s1. Intra-op, tip of drill tap broke off. Tap immediately removed from surgical field and was replaced with another. No patient complications were reported.

Manufacturer narrative:
Product analysis result: visual microscopic hardness an approx. 1.5mm section has broken off the tip of the tap. A microscopic review of the fracture face reveals a brittle fracture with rays emanating outward. This type of fracture is consistent with the material being overloaded by coming to a sudden stop during rotation. The hardness of the material was checked and meets print spec. The observations are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.